Event description:
It was reported that the abutment screw fractured inside of the implant resulting in the implant needing to be removed. Tooth #10.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event not provided. Brand name. Catalog and lot number not provided.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4111. H6: investigation findings code was added: 3221 h6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. An 3i t3 non-platform switched tapered implant 3.25 x 11.5mm (bost3211) and unknown screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a stuck tool removal inside implant. Implant shows no outside damage and it is unknown if the screw was fractured as the tool could not be removed. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing non-conformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown screw. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this event.